Event description:
It was reported that an unknown zimmer implant fractured by the collar. The implant was removed and a new one was placed.

Manufacturer narrative:
Additional information received on dec 3, 2018 that the implant was removed. The following sections have been updated: date of this report. Event date. Manufacturer. Implant placement and removal dates. Device availability. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device awaiting evaluation. Date of manufacture. Entered evaluation codes. Added manufacturer narrative. The event was previously reported as a malfunction when it should have been reported as a serious injury. The following sections have been corrected: type of event. Outcomes attributed to adverse event. Type of reportable event.

Manufacturer narrative:
A tapered screw-vent implant with full mtx surface (tsvtb10) was received. Visual inspection of the returned product identified that the implant had fractured at the collar. There were significant gouges around the external threads, likely sustained during retrieval process. The implant had presence of dried blood around the threads and the drive feature. Assessment of the x-rays provided shows that the implant fractured at the collar while in the osteotomy. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed. Review of the DHR for tsvtb10 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: device evaluated by manufacturer: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown zimmer implant fractured by the collar. Efforts have been made to obtain the implant reference and whether it has been removed. No information has been provided.